Manufacturer narrative:
The customer¿s experience with a rate display failure was confirmed during lab testing. Segments b and e of the ssd located at u4 were found to be dim. The problem was determined to be within the ssd component. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported a 10th digit display failure on the lvp. There was no report of patient involvement.